Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Pump was received with up arrow button unresponsive due to corroded keypad traces. Unable to perform displacement test due to unresponsive keypad/button. Keypad connector was fully locked. Pump was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump had damage. The patient¿s blood glucose level was unknown at the time of the incident. No screw thread was in battery compartment and side display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.